Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) confirmed that the tower had not failed. The customer reported that door one was causing the most issues. The fse allowed customer to perform inventory multiple times without any problems. All latch harnesses were reseated at the controller board. The harness at the latch on door one was also reseated, and the micro switches were cleaned using a brass brush and treated with conductive grease. The system was rebooted, and operability was verified through the hardware test application (hta). The application was launched, and customer were able to complete inventory several times without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.